Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss on multiple devices. They also had an issue where the time on the cns was 1 hour ahead. Nihon kohden technical support (tech support) had the customer check the time settings, and they were correct except for the start up type being set to disabled. Tech support had the customer change the time manually, and time issue was resolved. The communication loss issue was resolved by the customer restarting the host 1000 server. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: on 07/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back, but they did not provide the patient information that was requested. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: on 07/27/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/16/2021 emailed customer via (B)(6) for all items under the no information section. The customer responded back, but they did not provide the additional device information that was requested.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had communication loss on multiple devices. They also had an issue where the time on the cns was 1 hour ahead. Nihon kohden technical support (tech support) had the customer check the time settings, and they were correct except for the start up type being set to disabled. Tech support had the customer change the time manually, and time issue was resolved. The communication loss issue was resolved by the customer restarting the host 1000 server. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) displayed comm loss on multiple devices. The time on the cns was also one hour ahead. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) displayed comm loss on multiple devices. The time on the cns was also one hour ahead. Nihon kohden technical support (nk ts) had the customer check the time settings, which were correct except that the startup type was set to disabled. The customer changed the time manually, resolving that issue. The comm loss issue was resolved by the customer restarting the host 1000 server. No patient harm or injury was reported. Investigation summary: comm loss is an error message that displays on individual bed tiles at the cns to alert clinicians that the cns has lost communication with one or more of the patient-connected devices it is monitoring. These patient-connected devices could be bedside devices such as bsm-6000 series or a telemetry transmitter/receiver system such as the zm-500 series and org-9000a series. The cause for the comm loss issue is typically due to the bedside or the org receiver getting disconnected from the network. In this case restarting the host 1000 server resolved the issue, indicating the cause was due to the customer facility's network environment. In an investigation for signal loss for the same device reported shortly after this event in ticket (B)(4), nk on-site support had discovered that the customer turned off the amplifier on their distributed antenna system. Lack of amplification would result in weak telemetry signals, resulting in signal loss. The root cause of the signal loss in that ticket was use error. There is no evidence of an nk device malfunction in either of these events.